Event description:
On 19-jul-2010, baxter product surveillance contacted the homechoice patient (hp) for follow-up on an unrelated issue. The hp stated he is temporarily on hemodialysis due to an infection. On 26-jul-2010, product surveillance contacted the peritoneal dialysis nurse who confirmed the infection was peritonitis. She explained that patient had bowel issues and was admitted to the hospital on an unknown date for gastrointestinal (gi) bleed. Patient had a colonoscopy and it was after that procedure that the patient developed peritonitis. The effluent was cultured on unknown date and the results were escherichia coli (e. Coli). The nurse stated that the peritonitis was due to the patient's gi issues and not any of baxter's products or touch contamination. Patient was started on intraperitoneal antibiotics and then intravenous antibiotics. The patient then had his peritoneal catheter removed because he developed candida and was then started on hemodialysis.

Manufacturer narrative:
(B)(4). The baxter alert date has been updated to reflect the date that baxter was notified of a patient infection on (B)(6), 2010. The baxter aware date had been updated to reflect the date that baxter confirmed the diagnosis of peritonitis on (B)(6), 2010.

Manufacturer narrative:
(B)(4)the actual sample was not available for evaluation.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 5. The hp stated a supply bag fell off the table and disconnected. The technical service representative (tsr) instructed the hp to close all clamps and transfer set, and to cycle power to clear the alarm. The tsr explained se 2240 indicates a large amount of air has entered setup and advised the hp to report incident to the peritoneal dialysis nurse the following morning. The hp confirmed to finish therapy manually. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.